Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the reservoir. Customer reported that the infusion set tubing is not staying connected to the reservoir. Customer reported that there is no click when the p-cap is connected to the reservoir, and the tubing eventually falls off when the p-cap releases. Customer's blood glucose at the time of the incident was 115 mg/dl. Product is expected to return.

Manufacturer narrative:
Findings: evaluated 13 open/used reservoirs,checked reservoirs snap-caps width dimensions and reservoirs using a new lab infusion set connected reservoirs and found too loose to connect/release. 4 remaining easy to connect/release, no connector anomalies during analysis.